Event description:
It was reported that the patient presented to the emergency room with very high right atrial lead pacing impedance. The lead was also not sensing or capturing. Conductor fracture was visualized with chest x-ray. The product was capped on (B)(6) 2026 and successfully replaced. There were no patient consequences.